Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2024, the caregiver of an adult ilet user reported issues pairing the dexcom g7 cgm with the ilet. The user experienced high blood glucose levels of 500 mg/dl for approximately 16 hours and tested positive for moderate ketones. The caregiver noted the user does not announce meals, eats frequently, and has difficulty responding to alerts and alarms independently. The caregiver declined to troubleshoot further at the time, citing the user being away at a party. Later the same day, the caregiver reported a fingerstick reading of 464 mg/dl with continued moderate ketones and an occlusion alert on the ilet. Remote assistance resolved the occlusion. Subsequently, the user disconnected from the ilet and began using manual insulin injections. On (B)(6)2024 the clinical diabetes specialist (cds) reported via email that the user was hospitalized after presenting to the emergency room with diabetic ketoacidosis (dka) due to prolonged elevated bg levels that lasted from (B)(6)2024. Intravenous fluids and insulin were administered. The user was discharged on (B)(6)2024 and resumed basal-bolus therapy. No long-term effects were reported. The user has not resumed ilet use and is consulting with a healthcare provider to determine future therapy plans. A replacement ilet was not provided, and healthcare providers were informed of the events and the potential need for assisted living support to enable safe use of the device. The ilet was not used in the hospital setting, consistent with its labeling. The user reported family-related challenges impacting device use, including stress caused by interactions with their caregiver, who expressed concerns about the user's ability to manage the device independently. The caregiver discouraged the user from sharing details about the hospitalization or syncing device logs. These circumstances contributed to barriers in diabetes management and device troubleshooting.